Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported leak testing was not being completed properly, the endoscope distal tip was not being manipulated to look for leaks, leak testing was not being completed consistently. It was also noted that the customer had not been brushing the endoscope channels. In-service consisted of reprocessing training including reviewing proper leak testing and all manual cleaning steps. The reported event involved an olympus uretero-reno videoscope during reprocessing. There was no patient involvement.